Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 06/15/2025 18:33:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 2.0 received the low battery alert (104) on 06/15/2025 18:33:00 after more than 7 days at 22.26 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump error 4 alarm found in the pump history file/trace on 02-jul-2025 at 07:07:08. Pump error 4 alarm due to hardware error (line number 147 file number 2017). Pump error 15 alarm found in the pump history file/trace on 02-jul-2025 at 07:07:08. Pump error 15 alarm due to hardware error (line number 442 file number 38). Pump error 23 alarm found in the pump history file/trace on 02-jul-2025 at 07:07:10. Pump error 23 alarm due to hardware error (line number 691 file number 39). The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked case at corner of the belt clip rails. The sc1-cap/reservoir does lock properly. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. Pump error 23/4/15 alarm due to hardware error. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported crack on the battery tube side, pump error 4 (the motor arm cannot communicate with the main arm.), pump error 23(post-reset ram crc alarm), and pump error 15(the critical block and inverse critical block did not add to zero). The customer reported blood glucose value of 300 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-1884. Troubleshooting was partially performed, and customer was able to successfully clear the alarm and was able to complete rewind, and the insulin pump passed a self test. The damage was not affecting/impacting pump functionality. The customer was not using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned.